Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: brown particles, fold creases and bubbles in gel and cloudy gel (observed after autoclave cycle). A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture and lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown. Additional report of "2 adjacent hypoechoic soft tissue nodules in the left breast between 11:00 and 12:00". Device has been explanted.